Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to water invading the scope connector while the user was handling the device which led to abnormality of electronic parts. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "- inspection of the endoscopic image". "- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the reported issue of the noisy image was a sporadic failure. The failure could not be confirmed, but its occurrence was likely. The static noise in the image was due to a faulty plug unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the image on the evis lucera elite bronchovideoscope was noisy and difficult to recognize the tissue. There was no procedure or patient involved.